Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00206, 3007963827-2019-00207, 0001822565-2019-02852, and 0002648920-2019-00510. (B)(4). Concomitant medical products: femur cemented cruciate retaining (cr) narrow right size 6 catalog#: 42502006002 lot#: 63382306, articular surface fixed bearing ultracongruent (uc) right 10 mm catalog#: 42521200410 lot#: 63364811, tibia cemented 5 degree stemmed right size c catalog#: 42532006402 lot#: 63511280. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is reporting pain, stiffness with excellent range of motion, experiences swelling when standing for long periods of time, walking, dancing and aerobics, and it band syndrome issues approximately two years post operatively. No revision has been reported.